Event description:
A doctor and two nurses were preparing their procedures room for a photo shoot when the light fell from the ceiling. All three were struck by the light arm as it fell but none received a serious injury. No pt was involved.